Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that implants were placed in 2021, and the implant-supported prosthesis ¿ fabricated at the zfx milling centre using the ah20s screw ¿ was fitted. The patient attended the clinic in (B)(6) 2026 with one of the screws fractured. Doctor managed to remove it with great difficulty and replace it.